Event description:
It was reported that a patient underwent a pvc (premature ventricular complex) ablation procedure that included optrell mapping catheter. The patient experienced cardiac tamponade that required pericardiocentesis. The adverse event happened during the mapping phase; the intracardiac echocardiogram (ice) catheter was being used to map the lv (left ventricle) when the medical team noticed a pericardial effusion. The patient was then provided with a pericardiocentesis for medical intervention. The patient was in stable condition and did not require further intervention. The physician did not know how the issue occurred. The event happened on (B)(6) 2023. There was no malfunction noticed. Patient has improved. Thermocool smarttouch sf catheter was used but ablation was not performed prior to noting the pericardial effusion. Force visualization was available through graph, dashboard, vector. The surpoint color option was used. A transseptal puncture had also been performed. No evidence of steam pop. Correct catheter settings were selected on the generator. The flow settings used stsf settings. No errors noticed on bwi equipment during the procedure. The adverse event is being captured on the mapping catheter as ablation was not performed and it occurred during mapping phase. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-oct-2023, the product investigation was completed. It was reported that a patient underwent a pvc (premature ventricular complex) ablation procedure that included optrell mapping catheter. The patient experienced cardiac tamponade that required pericardiocentesis. The adverse event happened during the mapping phase; the intracardiac echocardiogram (ice) catheter was being used to map the lv (left ventricle) when the medical team noticed a pericardial effusion. The patient was then provided with a pericardiocentesis for medical intervention. The patient was in stable condition and did not require further intervention. The physician did not know how the issue occurred. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31054532m number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-sep-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).